Manufacturer narrative:
(B)(4). Additional information received on (B)(6) 2024, indicated that the physician sustained a small laceration, which did not require hospitalization. The procedure was completed as planned to use another syringe. Complaint verification testing could not be performed as no sample was returned for analysis. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues were found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. If the sample becomes available at a later date a follow-up report will be submitted with the investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On (B)(6) 2024 palette life sciences received a notification from germany. It was reported that "we had to withdraw 2 ready-to-use s yringes from this batch as defective. What had happened: the syringe was properly screwed onto the corresponding cannula by me personally, and handed over to the doctors. Problem 1: the contents of the syringe could hardly be administered. A second syringe from the same batch was then used with the following problem: problem 2: during application, the plunger broke off in such a way that the surgeon injured herself. Another batch was then used, which could be applied without any further incidents." Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
On 13-nov-2024 palette life sciences received a notification from germany. It was reported that "we had to withdraw 2 ready-to-use syringes from this batch as defective. What had happened: the syringe was properly screwed onto the corresponding cannula by me personally and handed over to the doctors. Problem 1: the contents of the syringe could hardly be administered. A second syringe from the same batch was then used with the following problem: problem 2: during application, the plunger broke off in such a way that the surgeon injured herself. Another batch was then used, which could be applied without any further incidents." Attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.